Event description:
It was reported that the right ventricular (rv) lead was suspect of cross talk. From the egm it appeared that the rv lead was oversensing the atrial pace, as a ventricular sense appears at the time of atrial pace. The device was reprogrammed from bipolar to tip and the rv sensitivity was changed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.